Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead exhibited over-sensed noise causing inappropriate automated mode switch (ams) episodes. The ra lead was explanted and replaced. The patient was in stable condition.